Event description:
Spontaneous. Patient's wife reporting pump giving error 'no disposable tubing found'. Tubing lot nunt.ER 4192050. Advised to change out tubing. This is pc complaint for tubing only. (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace device? No. Did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Reported to (B)(6) by: patient/caregiver.